Manufacturer narrative:
The reported events of insulation damaged and noise were confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located distal to the suture sleeve tie impressions consistent with to another device or patient anatomy. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zones. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented with a right atrial lead that had an insulation breach and exhibited noise observed during procedure. The lead was explanted and replaced. The patient was stable.